Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer resumed insulin delivery successfully. No additional information was obtained. Customer will call back if the issues persist. There was no reported adverse impact to the customer's blood glucose level.